Event description:
The patient reportedly developed an infection and an abscess at the implant site. The patient was treated with IV antibiotics (type unknown). The infection is resolved. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The pt's infection has resolved. The pt is using the device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information regarding the infection were unsuccessful. The patient's infection has reportedly resolved. The patient remains implanted. This is the final report.